Event description:
This ra lead was implanted on an unknown date and remains implanted at this time. In an email sent to technical services on (B)(6) 2018, it was noted that this lead exhibited noise on the ra channel consistent with the respiratory sensor signal. Review of ra lead impedance showed considerable variability dating back to (B)(6) 2017. Now, daily fluctuations of impedance ranges from 400 to 1100 ohms the physician was unknown at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).